Manufacturer narrative:
(B)(6) 2019 - device recorded high shock impedance measurements of 150+; noise could be replicated with plyometrics. Physician decided to cap and implant a new rv lead. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance was reported on this lead on (B)(6) 2019. Patient was brought in on (B)(6) 2019 and noise was created on farfield channel during isometric exercises and when impedance test performed when patient laying on their side, impedance was greater than 150 ohms. Should additional information become available, this file will be updated.